Event description:
It was reported that the patient's generator was checked and the battery is at 25%. The battery showed 100% remaining when it was previously checked about 10 months ago and premature battery depletion is suspected. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
The generator was replaced prophylactically and was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2018. The explanted generator is expected but has not been received to date. Analysis of the programming data indicates that the device did deplete prematurely and this is likely caused by conductive debris from the laser-routing process resulting in leakage paths.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The pulse generator performed according to functional specifications (final configuration r-wave test). The reported allegation of ¿premature end of life (eol) 25% indicator¿ was duplicated in the pa lab. . Due to the disparity between the battery voltage and battery consumption value obtained from the field decoder or alternatively from the ¿as-received¿ decoder download, this generator appears to exhibit the known failure mechanism ¿ contaminants on the edge of the printed circuit board assembly (pcba).